Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Patient's initials are (B)(6).

Event description:
As reported for this event by the customer, after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) completion, when the patient was recovering in the post anesthesia care unit (pacu), the device was found by the nurse in the patient¿s mouth. The nurse removed the device from the patient¿s mouth with the fingers. There was no adverse effect or complications to the patient as a result of the device falling in the mouth and being retrieved. The patient¿s current status is stable. The device was inspected prior to use with no anomalies noted. There was no anti-fog agent used on the scope lens. There were no chemicals used during the procedure that could adhere to the tip of the scope or the device. After attaching the device to the scope, the device was inspected for damages. No damage was observed. A twist and pull to the device was executed to ensure the device was secured in place. The scope has never been serviced by a third-party. Two devices are associated with this event, the scope and the device.

Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. The device is returned, and an evaluation completed for it. A visual inspection on the as is received condition of the device was performed. It was noted that the device was not returned in its original sterile packaging. The distal cover was examined under a microscope and some dried foreign residue under the center on the top portion of the distal cover was observed. There was also a crack on the top of the distal cover. The distal cover cannot be attached to any test endoscopes to perform any functional test as the distal cover is cracked and damaged. The instructions for use includes the following warnings and cautions as below: when the endoscope is repeatedly inserted into the body cavity, always confirm that the distal cover is attached properly before insertion. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. When attaching the distal cover, gently hold the bending section as close to the distal end as possible. Forcefully grasping other parts of the bending section can damage the mechanism of the bending section or deform its covering. It may also become impossible to straighten the bending section during an examination. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to correct/provide additional information based on the legal manufacturer's final investigation, and to correct h6 component code. Reconfirmation of complaint failure: since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage: during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use.". Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications each time. Based on the results of the investigation, since the tip of the returned tip cover was cracked, it is possible that the tip cover fell off due to the following factors: when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Because the distal end of the distal cover was damaged at the time of attachment, the attachment to the endoscope was insufficient, making it easier for the distal cover to come off the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. In addition, the facility confirmed that the distal cover is not visible on the endoscopic view during procedures. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) The facility educated or continuously educated its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility used care when attaching the distal cover, so that it does not crack. The following additional information was obtained during the interview: olympus requested patient images from the case. The facility will provide images if possible. Bite block manufacturer/type ¿ us endoscopy (steris), only use the adult size bite block. Storage room ¿ daily recording for temperature/humidity reading (range 65-75f, 20-24c) (20-60% humidity) customer stores distal cover (maj-2315) in a secured supply room (must have a badge to access), distal covers are retrieved as needed for cases. The endoscopy tech who placed the distal cap for the procedure in question no longer works for banner gateway. However, the facility confirmed that the tech had been trained before the procedure and was not a beginner at attaching the distal cover. The customer has not seen any additional adverse events since the change in the design of the distal cover (maj-2315). Olympus reps continue to provide follow-up training as needed. Customer provides quarterly competency checks for existing and new techs. Competency forms are written per the olympus IFU and eam/etm training.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the dropout of the distal cover (maj-2315) are as follows: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d8 and h4 from initial medwatch. Olympus will continue to monitor field performance for this device.